Manufacturer narrative:
This supplemental report is being submitted to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction on the event date.

Manufacturer narrative:
This report is being updated in the following fields: g4, g7, h2, h6 and h10. A DHR review performed for the relevant lot of the reported device did not find abnormality or deviation.

Manufacturer narrative:
The subject device referenced in this report was not returned to service center for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. However, if additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly. As a preventive measure, the instruction manual states that to avoid patient injury, ¿keep the insertion portion of the instrument that extends from the biopsy valve and the insertion portion of the endoscope as straight as possible. Do not perform clipping with the insertion section being coiled. Otherwise, the force exerted on the control section may not convey to the clip adequately during clipping. This could result in reduced performance, making it impossible to close the clip or detach it from the coil sheath after clipping.¿ ¿when forcing the clip against the tissue, do not try to rotate the clip. Doing so may tear tissue inside the body cavity, resulting in patient injury, such as perforation, bleeding, or mucous membrane damage.¿ and ¿do not try to forcibly remove the clip if it becomes caught on the distal end of the coil sheath. Forcible removal of the clip could cause patient injury such as perforation, bleeding, or mucous membrane damage.¿ the instruction manual has directions for emergency removal of the device when the clip does not detach. Furthermore, the instruction manual also contains preventive warnings and cautions regarding bleeding: clip performance for hemostatis is limited. Prepare more than one hemostatic device and select appropriate hemostatic device or use it together to respond to different hemorrhage situations¿ and ¿use this instrument in an environment equipped to accommodate open surgery.¿

Event description:
Service center was informed that during a therapeutic colonoscopy/gastroscopy procedure, the spring fell out of the applicator of the clip device and became a foreign body in the patients bowel. The spring and prongs were retrieved from the patient. The intended procedure was completed. There was no patient injury reported.